Event description:
This ra lead was repositioned due to dislodgement. The physician decided to reposition the rv lead at the same time, although there was no complaint against the rv lead. It was reported that the patient had to use her arms a lot to get up and down, which may have contributed to the situation. There were no adverse patient events reported. This lead remains actively implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.